Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure when the physician was tracking the push peg over the guidewire the guidwire got stuck at the transition zone. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
An external examination of the device revealed the device to be without issue. A functional evaluation was performed by attempting to pass a guidewire through the delivery system. The guidewire would not pass through the barbed connector from either direction. The device was disassembled by cutting off the outer ring and then removing the thermoformed tubing and silicone tubing from the barbed connector. The barbed connector was found to be fully occluded on the threaded end of the connector. The returned unit was consistent with the complaint incident that the guidewire supplied with the kit would not pass through the connector. Visual examination of the barbed connector found it to be fully occluded with adhesive. The adhesive is placed on the barbed connector during the manufacturing assembly process, therefore the most probable root cause is manufacturing. An investigation is ongoing related to this issue. A review of the device history record was performed for lot 14004610 and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure when the physician was tracking the push peg over the guidewire the guidwire got stuck at the transition zone. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.